Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 208 mg/dl. It was reported that the customer was brought to the hospital after passing out. The customer reported that the hospitalization was not insulin pump related. The customer reported that he also broke his leg after passing out. The customer reported that the hospitalization occurred on (B)(6) 2014. No additional information was provided.